Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 1.9 inr on the coaguchek xs system while a comparison lab returned as 4.1 inr. The caller's coumadin dose was decreased based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.